Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a transcatheter arterial embolization of the liver on a (B)(6) female patient, the physician punched the vein up to ivc. However, he found it was placed incorrectly, so he pulled back and found the tip had split. As he attempted to pull back, the split tip separated around the iliac v. The physician continued to perform the procedure. However, the chief doctor helped the physician to remove the separated tip with a snare the next day. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control and a visual inspection of the returned opened and used device was conducted during the investigation. The visual examination determined the tip had separated circumferentially; however, this was not returned. A 2mm long longitudinal split is evident at point of separation. The catheter is brittle and crumbles with minimal manipulation. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Action has previously been taken and a recall initiated in an effort to investigate the cause of this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a transcatheter arterial embolization of the liver on a (B)(6) year old female patient, the physician punched the vein up to ivc. However, he found it was placed incorrectly, so he pulled back and found the tip had split. As he attempted to pull back, the split tip separated around the iliac v. The physician continued to perform the procedure. However, the chief doctor helped the physician to remove the separated tip with a snare the next day. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.